Manufacturer narrative:
Section h-3 device evaluated by manufacturer: device serial number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The unknown model intraocular lens (iol) was reported to have been explanted from the patient's operative eye during a secondary surgical procedure for unknown reasons. Information regarding the replacement iol is also unknown. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. No further information is available.